Manufacturer narrative:
The reporter stated that the surgeon was flexing the navigation jamshidi which forced the screw trajectory to appear within the pedicle on the display. Quality compliance will continue to monitor similar complaints as part of routine post-market surveillance.

Event description:
It was reported two screws navigated through the disc space. 7d was abandoned and screws were placed with fluoro. No patient harm was reported.